Manufacturer narrative:
Initial 2 of 3. (B)(6). Based on the available information, this event is deemed to be a reportable complaint. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient faced an infusion set fell off on (B)(6) 2026. And infusion set was in use for 2 days.